Event description:
It was reported that the connectors are broken on the holster. The case was aborted. No pt consequence reported.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and funtional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.